Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump does not delivery insulin or alarm when the insulin is low. Customer stated that she has high blood glucose when the insulin level is low. The blood glucose reading is 113 mg/dl. During troubleshooting, time and date correct. Checked alarm history, the insulin pump alarmed low reservoir, however, the customer did not hear or see it. Nothing further reported.